Event description:
It was reported that the user experienced poor glycemic control with recurrent low blood glucose while using the ilet system in conjunction with a 23" inset infusion set and libre 3+, in the context of markedly reduced insulin needs after whipple surgery; troubleshooting included guidance to complete a factory reset, full setup, cgm pairing, cartridge and infusion set replacement, and re-entry of user parameters before proceeding to bionic mode. Symptoms included hypoglycemia. Outcomes included no long-term health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed insufficient information, with no findings available and no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was not established.